Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp pump, and reservoir was explanted and a new ipp pump, and reservoir was implanted.